Manufacturer narrative:
This report is submitted on august 3, 2023.

Event description:
Per the clinic, the patient experienced a stinging and burning sensation. The device was explanted on (B)(6) 2023. The magnet from a previous explant was not removed which is being left in place unless the patient reports issues. And also to assist with a re-implantation.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 17, 2023.